Manufacturer narrative:
Date initial report sent: 2/15/2008.

Event description:
Procedure: appendectomy. According to the report: the device did not staple and there was a conversion to open surgery. Add'l info has been requested; however, to date no add'l details have been provided.